Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a haptic issue was noted upon lens insertion into the eye. The incision was enlarged. Additional information has been requested but has not been received.